Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range impedance measurements were observed on the unknown right atrial (ra) lead. Additionally, noise and oversensing were noted on the atrial channel. It was indicated that no changes were made to the system and no revision procedure has been performed/scheduled. No adverse patient effects were reported.